Event description:
Three catheters were ruptured during an avm embolization with liquid embolic. The rupture occurred between the distal shaft and proximal shaft and the embolic material leaked in the patient's arteries occluding an unintended area. The last catheter ruptured and the distal piece stayed in the patient artery.